Event description:
This lead was implanted on (B)(6) 2016 and remains implanted at this time. A report received on (B)(6) 2016 stated that the lead was repositioned on (B)(6) 2016 due to failure to capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).